Event description:
Complainant alleged that during a routine shift check by a clinician, the device only displayed a green dot on the monitor screen. Also, the unit beeped when it was powered on but it would not charge or discharge. The complainant indicated that there was no patient involvement in the reported failure.